Manufacturer narrative:
Image analysis: a video of the device was provided for review. Two screenshots were pulled from the 9 second video where a stent device can be seen dog boned with liquid exiting the proximal end of the balloon. The video turns round to show the rest of the room and a screen that appears to be fluoroscopy with ¿equipo tibio¿ (warm team) written. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: resistance was observed when advancing the device to the lesion. After successful balloon dilatation, the stent was positioned after several attempts, and upon insufflation it was seen that the stent did not expand. There was no inflation of the balloon. An inflation pressure of 16 atm was applied when it was determined that there were inflation difficulties. The stent was removed and was not implanted. It was later confirmed that medical or surgical intervention was not necessary to prevent permanent impairment of a function. Another stent of the same brand was placed without need for another pre-dilation. The same inflation device was not successfully used with other devices. Correction: the event led to or extended the patient hospitalization. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned for analysis. Kinks were evident to the hypo-tube. Blood was evident inside the balloon. The balloon pillows appeared partially expanded with evidence of partial stent expansion. Deformation evident to proximal stent struts. It was not possible to pressurize the balloon due to the kinked hypo-tube. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex b & d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion with 95% stenosis in the distal right coronary artery (rca). The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Excessive force was not used during delivery. It was reported there were inflation difficulties during balloon inflation. Medical or surgical intervention was needed to prevent a permanent impairment of a function and angioplasty of the artery was carried out. The procedure was prolonged. The patient is alive with no further injury.